Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the cartridge was changed to address the issue.